Event description:
During a cataract extraction with phacoemulsification was posterior chamber intraocular lens, as the wounds were hydrated with basic salt solution on a 3d gauge cannula, while hydrating the main wound there was a malfunction of the cannula and the cannula popped off the syringe and entered into the anterior chamber underneath the iris, likely the sulcus. There was immediate dislocation of the iol, as well as a break in the capsular bag both anteriorly and posteriorly. Hemorrhage was noted in the posterior segment of the eye, as well as vitreous in the anterior chamber. The loose cannula was manually removed from the eye. Weck-cell vitrectomy was performed at the main wound, and then two 10-0 nylon sutures were then placed through the main wound.